Manufacturer narrative:
Part numbers and ordering information have been provided to the customer; however, the customer has not yet ordered the parts. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mmx indicating the leak test passed; however, when they tried to simulate a 120/80 blood pressure the readings are massively inaccurate; commonly reading in the 180s/70s. They also tried recalibrating pressure reading and that did nothing to help the problem. The device was not in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer. The leak test passed but when customer tried to simulate a 120/80 blood pressure the readings are massively inaccurate. The values were commonly reading in the 180s/70s. The customer also tried recalibrating pressure reading, but the issue did not resolve. The results of the analysis indicated the issue was likely related to the pump. A quote was provided to the customer for an nbp pump assembly and tubing. The quote was not accepted. The product malfunction was unable to be confirmed because the customer is considered to have refused additional support. The problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.